Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The implant no longer accepts a charge and the issue began 3 weeks ago. Patient mentioned it seemed like their implant battery was draining faster and doesn't hold a charge anymore. Patient noted they usually goes a week or so without having to charge their implant. Patient mentioned they can't sync up to charge their implant and can't connect to their implant with their patient programmer. Agent asked and patient mentioned they last charged their implant 4 weeks ago. Patient mentioned they told their hcp their implant charge was dropping off. Agent instructed patient to check for damage; patient confirmed no visible damage to the antenna. Agent instructed patient to start a charge session; patient mentioned controller showed a warning screen with a reposition the recharger screen. Patient mentioned they have back problems, so when their back would be killing them their neuropathy kicks up. Patient noted if they turn it on the neuropathy burns like hell and they can't use the stimulator when their neuropathy is really active. Patient mentioned they have an appointment with their hcp next month. The issue was not resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.